Event description:
This report, received on 2/12/97 documents an incident that took place on 1/16/95. Much testimony will have to take place to resolve the allegations in the report, but co's initial reaction is that the tracheostomy tube holder, could not have been a cause of death because the infant involved was not on a ventilator, and would have been able to breathe even if a tracheal tube became dislodged.

Manufacturer narrative:
This is to notify that control number 19120 filed with the office in 02/1997 is complete. Co has rec'd notification that dale medical products, inc. Was not liable in the case against the user.